Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values dropped to 55 mg/dl.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts, but not drive stalls, were observed. The rotational sensor data appeared to be unaffected but the timeouts. The pod delivered an expected amount of pulses in each priming sequence. No damages were observed that would contribute to the observed timeouts or prevent the needle mechanism from deploying as intended. It could not be conclusively determined when the pod deployed, and the cause of the reported event could not be determined.